Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedure of a closed off anterior enterocele performed during mesh implantation. It was reported that on (B)(6) 2009 the patient underwent a laparoscopicsacral colpopexy with enterocele repair, cystoscopy, salpingo-oophorectomy, umbilical hernia repair due to complaints of chronic cystitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06408. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure to treat rectocele and two enterocele, and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent explant due to pelvic pain, vaginal pain, pain during intercourse, infections, urinary incontinence, retention, leakage, bowel leakage, vaginal bleeding and discharge. The patient underwent mesh implantation on (B)(6) 2009 in order to treat pelvic organ prolapse. The (B)(6) 2009 during mesh implantation. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-06408. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.